Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
Philips received info from a customer site that during a pt procedure, while positioning the pt support utilizing the "up" button on the right hand gantry control panel, the table moved in both the upward and inward directions simultaneously. There was no report of harm to the pt or operator. Philips service confirmed that all pt support motion stopped when the "up" button was released. The philips field service engineer determined that the incorrect pt support motion was the result of a failed right hand gantry control panel.